Event description:
This lead was implanted on (B)(6) 05 and was capped on (B)(6) 12 due to an advisory/recall. The physician was (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)